Event description:
The lead was returned to the manufacturer after being explanted due to medical judgment. The lead subsequently tested out of specifications during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and analyzed. The outer insulation was breached (clavicle-rib crush). The defib conductor was distorted. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The exposed defibrillator coil had a white substance. The lead was stretched.